Event description:
It was reported that a patient underwent a c-section on (B)(6) 2021 and suture was used. During use on the patient it was noted that the needle tip broke during use on the dermis. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? =>no further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. What was the size of the needle used? 19mm. Was more than half the needle retained in the patient? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m.

Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece(s) retrieved during the same procedure? =>no further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. What was the size of the needle used? 19mm. Was more than half the needle retained in the patient? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4).

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2021 and suture was used. During use on the patient it was noted that the needle tip broke during use on the dermis. There were no patient consequences reported. Additional information was requested.